Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported differences in their sensor glucose readings versus their blood glucose readings. It was reported that there sensor glucose readings would be up to 150 points off from their blood glucose level readings. It was also reported that the customer's insulin pump went into threshold suspend. No additional information was provided